Event description:
It was reported that the patient experienced exercise intolerance and shortness of breath. The device sensor was adjusted. The programming showed that optimization was off after changing the sensor. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.